Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shocks were reported due to noise and oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The system was checked and it was noted that it would not be possible to prevent inappropriate shocks with reprogramming thus the system was explanted and disposed. No additional adverse patient effects were reported.